Manufacturer narrative:
Device evaluation summary: device evaluation of battery/charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the battery charger was constantly resetting. The cause of the resets was a flash memory failure (components u102 and u105) on c/a board (B)(4). The flash memory likely had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted from the damaged components. The patient was provided with a replacement battery charger/modem.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's battery charger/modem was not properly charging the patient's battery packs. The patient was provided with a replacement battery charger/modem.